Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is being retracted as it was submitted in error. There are no allegations of patient consequence or injury, or device malfunction, that are related to depuy devices or procedure.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision all hardware was removed and replaced.